Manufacturer narrative:
The device was returned for evaluation and the customer report of stenosis was confirmed through observed thickened leaflets. Commissures 1 and 2 appeared bent inward. X-ray demonstrated minimal calcification was observed on leaflet 2. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3 mm on leaflet 2 on the inflow aspect and 4 mm on leaflet 3 on the outflow aspect. Host tissue on the stent circumference was minimal at the outflow aspect. As received, mechanical damage marks were observed on the free margin of all three leaflets near the commissures. Damages appeared serrated and did not penetrate leaflets. A non-transmural tear, approximately 2 mm long, was observed extending from the free margin into the cusp of leaflet 2 and a 1 mm tear on leaflet 2 near commissure 3 on the outflow aspect. All three leaflets were thickened and swollen at the free margins near the commissures and at the tears. Thickened and swollen leaflets restricted leaflet mobility and led to stenosis. Sewing ring was cut off around the valve and exposed wirefrom on the inflow aspect. The metal band was exposed at leaflet 3; wireform was also exposed on commissure 1 and around leaflet 1 on the outflow aspect. Tissue degeneration related structural deterioration either calcific or non-calcific are common chronic failure modes for this type of bioprosthetic heart valves. The operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Based on the available information, the root cause for the degeneration remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 19mm pericardial aortic valve was explanted after an implant duration of 8 years and 5 months due to stenosis. The explanted valve was replaced with a 19mm inspiris valve. No additional details were provided.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.